Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 - device evaluation:the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the pump powered up to a blank display screen with auditory and vibratory features. The remaining testing could not be conducted due to the display issue and the alleged dim display was not fully investigated. Pump casing was opened and a cracked display screen was found. A clear and legible display was restored when the damaged display screen was replaced with a test screen.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter name and address:(B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.